Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative reported that a physician removed a lead wire and the insulation broke off. The wire stripped out and the last two bands of the lead wire were left inside the patient. No symptoms were reported. No event date, product information, patient identification, potential event cause, troubleshooting, or interventions were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the lead removal surgery was an elective removal due to a needed MRI unrelated to the device/therapy. The rep stated they did not know the root cause of the lead breakage during removal. If additional information is received, a follow-up report will be submitted.